Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was beeping and upon interrogation, an alert was observed due to a high out of range shock impedance measurement of greater than 125 ohms. At this time, no cause has been determined and the patient will continue to be monitored. The crt-d was reprogrammed and remains implanted and in service. No adverse patient effects were reported.